Event description:
It was reported that the ilet sleep/wake button was intermittently unresponsive for approximately two months, and the user later found a piece of plastic obstructing the sleep/wake button, after which normal function returned, consistent with a key or button not working and involving the switch component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a device electrical problem related to the sleep/wake switch that manifested as an unresponsive button. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.